Event description:
Related manufacture reference number: 2017865-2022-48272; related manufacture reference number: 2017865-2022-48274. It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted pacemaker and right ventricular exhibited noise oversensing causing pacing inhibition and dizziness. It was also noted that the atrial lead exhibited high capture threshold. The pacing system was explanted and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported event of high capture threshold was not confirmed. As received, a complete lead was returned in one piece for analysis . Visual, x-ray examination, and electrical testing did not identify any anomalies.